Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was seen in clinic and the pulse generator was in backup vvi mode. The device remained implanted. The patient was stable.